Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves, ise nozzle and connection to resolve the issue. Beckman coulter internal identifier is case: (B)(6).

Event description:
The customer reported the generation of high ise (ion-selective electrode) patient results from both cells of the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.